Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited objective lens glue peeling and white residues on the air water channel on both sides. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: due to a component failure. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.